Event description:
Pt her ankle on christmas eve. By christmas day, it was still bothering her, so we applied an icy hot thermal patch to the affected area on her ankle/lower leg. She is articulate and bright and able to tell us if the patch was too hot, etc. She slept overnight in the patch. The next morning, she asked me to assist her in removing it as it was sticking to her leg. At no time during the night did she feel any painful sensation or wake up due to excess heat on the leg. She described the patch as warm only. Even when we went to remove it, she did not complain that it was hot or hurt. However, the patch stuck to her leg, apparently as the result of some type of chemical reaction. When I pulled the patch off her leg, all of her skin came with it and she was in excruciating pain. She was traumatized and would not allow anyone to touch it. We bandaged it daily for several days, but it was not even beginning to heal. In 2008, I took her to our pediatrician's office for medical intervention and she was diagnosed with a second degree burn and told it would take at least 2 months to heal. Medication was diagnosed. We were also told the area would be permanently scarred. She has endured pain and fear and the area is finally beginning to reach the point where we do not need a large bandage on it, although one section is a little slower to heal. Overall, a horrible experience. Apparently, a severe chemical reaction. Dose or amount: 1 patch, frequency: 1 time only. Dates of use: 2007. Diagnosis or reason for use: ankle pain after twisting ankle. Event abated after use stopped or dose reduced? No.